Event description:
It was reported that during a laparoscopic cholecystectomy, three to four clips were malformed upon use. They did not close completely. Two to three clips had been successfully fired prior to the event. The structures being fired upon were the cystic artery and cystic duct. The clips were fully advanced into the jaws when the device was fired. The device was immediately replaced. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with a clip in the jaws. The clip retainer and push fork were both bent and out of position. The clip retainer was bent upwards and one of the tines on the push fork was underneath the clip retainer where it should have been on top of the clip retainer. Upon evaluation, the device was cycled, fed and produced four tear drop shaped clips. The last clip remained stuck in the jaw and was also malformed. The devices yellow tab became visible but the locking mechanism failed to engage due to the damage. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.